Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 90,077 joules of use, breakage of the cap with rotation of the entire fiber independently from its sheath was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchange and the second fiber exhibited the same issue. The procedure was completed with "bipolar resector". Patient outcome: no injury to the patient was reported. This report is for first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.